Manufacturer narrative:
Batch review performed on 12 june 2023: lot 1911130: (B)(4) items manufactured and released on 11-feb-2020. Expiration date: 2025-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional items invovled in the event, batch review performed on 12 june 2023: ball heads: mectacer 01.29.243a sleeve size xl (k131518) lot. 19c0075. Lot 19c0075: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Ball heads: mectacer 01.29.233h head biolox option ø 40 (k131518) lot. 19c0070. Lot 19c0070: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6)2023. On (B)(6)2023, the patient came in reporting instability due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully (emdr 2023-00427). Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner, head, and sleeve. The surgery was completed successfully.